Event description:
Boston scientific received information that this patient presented to the emergency room and threshold measurements were found to be high. The associated pacemaker was reprogrammed to maximum outputs at that time. The following week, a revision procedure was performed and this right ventricular lead was found to be dislodged due to twiddlers syndrome. The lead was removed from service and replaced without further incident.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.